Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose at the time of incident was 500 mg/dl and the current blood glucose level was 494 mg/dl. Customer states the insulin exited. The customer also reported that the cannula of the infusion set was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Based on customer¿s report customer does not allege insulin pump was under delivering. The customer was assisted with bent cannula troubleshooting. The insulin pump was not returned for analysis.